Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter a staff member sustained a skin puncture from a discarded IV cannula that was in a biohazard waste rubbish bag. This resulted in a injury from discarded used cannula. The staff member was treated in accordance to local blood and body fluid exposure protocols. When disposing of a rubbish bag, a member of staff sustained a skin puncture from a discarded IV cannula that was in a biohazard waste rubbish bag. The cannula had been removed and discarded, and the needle previously discarded, and there were no other sharps in the bag. The device had blood in it at the time, which had coagulated. The staff member was treated in accordance to local blood and body fluid exposure protocols.

Event description:
It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter a staff member sustained a skin puncture from a discarded IV cannula that was in a biohazard waste rubbish bag. This resulted in a injury from discarded used cannula. The staff member was treated in accordance to local blood and body fluid exposure protocols. The following information was provided by the initial reporter: when disposing of a rubbish bag, a member of staff sustained a skin puncture from a discarded IV cannula that was in a biohazard waste rubbish bag. The cannula had been removed and discarded, and the needle previously discarded, and there were no other sharps in the bag. The device had blood in it at the time, which had coagulated. The staff member was treated in accordance to local blood and body fluid exposure protocols.

Manufacturer narrative:
B.5. Describe event or problem: it was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter a staff member sustained a skin puncture from a discarded IV cannula that was in a biohazard waste rubbish bag. This resulted in a injury from discarded used cannula. The staff member was treated in accordance to local blood and body fluid exposure protocols. The following information was provided by the initial reporter: when disposing of a rubbish bag, a member of staff sustained a skin puncture from a discarded IV cannula that was in a biohazard waste rubbish bag. The cannula had been removed and discarded, and the needle previously discarded, and there were no other sharps in the bag. The device had blood in it at the time, which had coagulated. The staff member was treated in accordance to local blood and body fluid exposure protocols. H.1.type of reportable events: serious injury. H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided.